Event description:
The customer reported that they were performing crossmatch/compatibility testing using 3 donor units with a pt's sample on the ortho provue analyzer. The analyzer interpreted all the reactions as negative (compatible). The customer visually inspected the gel cards and indicated that one of the three crossmatch results was positive/incompatable. A false negative crossmatch test could lead to the transfusion of incompatible blood. The user detected the issue preventing erroneous results from being reported.

Manufacturer narrative:
No definitive cause was determined. Ocd second level support reviewed the log files and images for the false negative complaint. The log file from the date of testing was not included. Reactivity of the image reviewed appeared to be possible fibrin. Second level support instructed the fe to perform adjustments to the camera, as the brightness in the log file was not at the optimal setting. This customer has not logged any complaints against this analyzer since this incident.